Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump's buttons were sticks while entering blood glucose and carbohydrates which resulted into incorrect bolus . Customer's blood glucose level was unknown. Insulin pump will not be returned for analysis.